Event description:
Caller states several of the coaguchek lancets were missing the protective caps. No adverse event reported. Requested return of suspect device, however lancets have been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.